Event description:
It was reported that the patient had a low flow alarm with a pulsatility index(pi) of 0. Log files captured multiple low flow events as well as a pump reset on (B)(6) 2023 that appeared to be caused by electrostatic discharge (esd). Additional information stated that the patient was intubated and on vasopressors. The patient experienced low flow alarms in relation to fluctuations in blood pressure. As on (B)(6) 2023, the patient did not have any more esd events, and the patient continued to have periodic low flow alarms related to blood pressure. On (B)(6) 2023, the patient passed away. Additional information was provided that the cause of death was right ventricular (rv) dysfunction, liver failure and multi-system organ failure. The patient had mild to moderate rv dysfunction preoperatively, and liver or multi-system organ failure were not pre-existing/prior to implant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section h6: health effect - clinical code: 3261 - multiple organ dysfunction syndrome. Section h6: type of investigation: 4121 - event history log review. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events of right ventricular dysfunction, liver failure, multi-system organ failure, and fluctuating blood pressure could not be conclusively established through this evaluation. Review of the submitted log files confirmed multiple low flow hazard alarms that the account attributed to blood pressure fluctuations. Additionally, review of the submitted log files confirmed a transient pump stop that appeared consistent with electrostatic discharge (esd). The controller event log file contained events from 05mar2023 through 19mar2023, per the timestamps. Intermittent, transient low flow hazard alarms were captured between on (B)(6) 2023. Additionally, a transient pump stop was captured on (B)(6) 2023, resulting in an additional low flow hazard alarm, per design. This event appeared consistent with the pump resetting due to an esd event. Pi decreased to zero during the stop, consistent with the reported event and with the pump resetting. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, "introduction", lists multiple organ failures/dysfunctions, including right heart failure and hepatic dysfunction, as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, this section also addresses all pump parameters, including pump flow and pulsatility index (pi). Section 3 of the IFU, ¿powering the system¿, states that high levels of static electricity can damage or harm the system and cause the pump to stop. This section recommends that the patient use battery power when not sleeping or resting to reduce the risk of electrostatic discharge (esd) events. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6,"patient care and management¿, warns that static electricity can cause the left ventricular assist device (lvad) to stop and explains additional steps in how it can be avoided. This section also contains a sub-section entitled ¿electrostatic discharge¿ that lists ways to reduce static electricity. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The safety testing and classification tables in appendix c of the IFU include electrostatic discharge information. Section 1 of the patient handbook, ¿introduction¿, warns the user to avoid touching older television or computer screens and to avoid activities that may induce string static discharges and to take actions to reduce the chance of esd, as strong electrical shocks can damage electrical parts of the system and cause the pump to perform improperly or stop. Section 4, "living with the heartmate 3", contains a section on "static electricity", in which the user is warned to avoid activities that may cause static electricity and to discharge any built up esd by touching a metal surface before handling lvas components. Section 5, "alarms and troubleshooting", outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard or pump off alarm, call your hospital contact immediately for diagnosis and instructions. The testing & classification tables in section 9 of this document include esd. The emergency contact list form included in the handbook also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.